Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The package insert contains directions for use of the tensioner. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the box plate that was used on the body of the sternum did not disengage from the tensioner at step #4, therefore it could not be used. There was approximately a 3-5 minute surgical delay. The distributor states the plate and tensioner will be returned for evaluation. When asked if another device was used to complete the procedure, the distributor replied no.